Event description:
Additional information was received indicating that technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of undersensing were noted on the device. No intervention was performed and the patient was stable and will continue to be monitored.